Event description:
Customer reported difficulty with the interlock system. There was not reported pt injury. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. It was determined that the e-clip that holds the plunger to the bell crank assembly was missing, thus allowing two vaporizers to beturned on simultaneously. The assembly procedures were viewed and found to be adequate. Appropriate assembly procedures were reviewed with the assembly personel. This is considered an isolated occurrrence. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 vaporizer operation and maintenance manual. This the six the MDR involving a tec 6 vaporizer where in the cause was missing e-clip count of an installed base of approximately 44,000 units.